Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Mps reported inaccurate cuts. Mps reported that both straight and angled saw blades appeared to be not cutting accurately to what was shown on plan. The doctor could not cut enough laterally with the angled saw blade. He saw the same thing happening with straight and said it notched a little on the anterior cut. Mps ran combined accuracy and auto arm after the case and all passed. However, doctor is requesting service. Per complaint form: blade on angled saw attachments were not aligning with what the robot screen was showing - tried two different angled saw attachments and same issue persisted; surgeon could not get all the way lateral to finish his cuts (the m/l proportion was not accurate and was translated more medial than the screen was showing). Surgical delay: = 15 minutes. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Mps reported inaccurate cuts. Mps reported that both straight and angled saw blades appeared to be not cutting accurately to what was shown on plan. The doctor could not cut enough laterally with the angled saw blade. He saw the same thing happening with straight and said it notched a little on the anterior cut. Mps ran combined accuracy and auto arm after the case and all passed. However, doctor is requesting service. Per complaint form: blade on angled saw attachments were not aligning with what the robot screen was showing - tried two different angled saw attachments and same issue persisted; surgeon could not get all the way lateral to finish his cuts (the m/l proportion was not accurate and was translated more medial than the screen was showing). Surgical delay: = 15 minutes. Case type / application: tka.

Event description:
Mps reported inaccurate cuts. Mps reported that both straight and angled saw blades appeared to be not cutting accurately to what was shown on plan. The doctor could not cut enough laterally with the angled saw blade. He saw the same thing happening with straight and said it notched a little on the anterior cut. Mps ran combined accuracy and auto arm after the case and all passed. However, doctor is requesting service. Per complaint form: blade on angled saw attachments were not aligning with what the robot screen was showing - tried two different angled saw attachments and same issue persisted; surgeon could not get all the way lateral to finish his cuts (the m/l proportion was not accurate and was translated more medial than the screen was showing). Surgical delay: = 15 minutes. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: perform full pre surgery on gud and laptop. All testing passed. Remove covers and inspect the cables and wiring and bump stops. Adjust j2 bumps stops. Replace covers and run transmission, friction, phase, kin cal and verify calibration. All testing passed. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.